Event description:
It was reported that during a colon resection, during the stplintg of the recto/sigmiod colon, and after removing the stapler device, surgeon noted that were no staples fired, none in the device after removal inspection, and none anywhere in wound or field. Only could surmise that it had no staples to begin with. Caused physician to have to close the tissue manually with suture, and slightly prolonged the case. There was no reported pt consequence and no device is being returned.